Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.

Event description:
It was reported that during surgery, the instrument could not be disengaged from the screw. It pulled out the screw along with the bony area where the screw was being placed.